Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
During extraction of the ICD lead from the right ventricle, the patient's bp dropped and CPR was started. A balloon pump was inserted by the pulmonologist. The patient could not sustain bp. First a pericardial window was preformed, followed by a sternotomy. The sternotomy revealed a tear in the right ventricle. The patient bled out into the pericardial space and expired.